Manufacturer narrative:
The rod was returned for evaluation and the reported issue was not confirmed. The nail met specifications. Radiographs of the internal imaged revealed no damage and the nail to be partially extracted. A review of device history record for the nail confirmed no deviations in the manufacturing process and that the finished product met all required quality inspections. Complaint trends will continue to be monitored.

Event description:
It was reported that allegedly the patient's precise nail was not lengthening. The physician explanted the nail without incident.